Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the pt was undergoing an unrelated surgical procedure. During the procedure, the physician inadvertently made contact between the implanted lead and the bovie. The physician contacted the MFR requesting info on patching the lead. The MFR's technical services advised the lead should not be patched and referred the pt to his scs implanting physician. According to the MFR's device registration system, the lead remains in use. F/u on the pt found no further issues at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.